Event description:
It was reported that during a surgery (l4-5), a blocker broke when the surgeon tightened the blocker with the universal tightener at l5 right side before compression. After that the surgeon exchanged the blocker to the new one and finished the surgery.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: visual inspection could not be performed as the device was discarded at the customer site. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the most likely the root cause is deviation from the surgical technique as the torque wrench was not used to final tighten.

Event description:
It was reported that during a surgery (l4-5), a blocker broke when the surgeon tightened the blocker with the universal tightener at l5 right side before compression. After that the surgeon exchanged the blocker to the new one and finished the surgery.